Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll during bolus delivery. Customer reported of falling down a flight of stairs and was in the hospital with diabetes ketoacidosis due to the hospital not being able to control customer's blood glucose. Customer's blood glucose was in the 400 mg/dl, 500 mg/dl and 600 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.